Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay correction. Upon reassessment of the reported event, it was determined that wrong medwatch facility was selected. The event will be reported under the correct MFR number 0002648920-2017-00722.

Manufacturer narrative:
(B)(4). Medical products-tibial tray catalog#:unk lot#:unk, femoral component catalog#:unk lot#:unk, bearing catalog#:unk lot#:unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00534, 0001822565-2017-01675, 0001822565-2017-01676.

Event description:
It was reported that the patient began experiencing recurrent pain approximately six (6) months following a knee arthroplasty revision. No further information available.